Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Further testing was recommended. No adverse patient effects were reported. This rv lead remains in service.